Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Out of tolerance subthreshold lead impedance patient alert is observed on (B)(6) 2011. The max svc defib impedance rises above 100 ohms twice in the record, during the week of (B)(6) 2010 (160 ohms), and the week of (B)(6) 2011 (204 ohms). The max svc defib impedance varies between 54 and 204 ohms between the weeks of (B)(6) 2011 and (B)(6) 2011 (204 ohms).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's lead integrity alert tripped for high impedence of the high voltage coil. Further measurements confirmed varying impedance measurements. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
.